Manufacturer narrative:
Other relevant device(s) are: micra-delsys, model #: mc1vr01us-delsys / expiration date: 14-apr-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? :no, mfg date: 30-oct-2020, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the patient died due to perforation of the right ventricular free wall from the cup of the delivery system(ds) following the introduction of the ds into the body. It was also noted that the patient experienced pericardial effusion and  tamponade from perforation. Drain was used and medical intervention was required.